Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software issue was related to production incident (pi) 55845. A technical support specialist (tss) remoted into the cabinet and confirmed that the network adapter was already populated and the network settings were correct. The tss then closed and opened medbank application and confirmed that it was worked to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower all drawers were not opening. Due to production incident (pi) 55845, the transaction expired before the dispensing workflow. However, there were no delays or adverse events or injuries reported based on this event.